Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a blood glucose that was higher than 500 mg/dl. Customer stated that the pump did not give any alerts. Customer stated that she removed the sets and there was no bent cannula, blood, or other issue. Customer stated that the same event happened the following day. Customer's blood glucose was 465 mg/dl. Customer stated that she also got motor error alarms. Customer's current blood glucose is 211 mg/dl. Customer stated that she had 2 motor error alarms in the alarm history. Customer stated that they are able to rewind the pump. Customer stated that the alarm occurred during fixed prime or bolus. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.